Event description:
It was reported that the zimmer skingraft carrier fractured during meshing the graft. No injury of pt was reported. Additional graft was harvested and processed with another carrier.

Manufacturer narrative:
The device was not being returned to the manufacturer due to the hospital had discarded it. However, a follow up medwatch will be submitted once was investigation is complete.